Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 device evaluation: the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 5: the retain test strips have been further evaluated by lifescan product analysis with the following findings: the retain test strips failed for accuracy and precision at the 300 mg/dl level and not biased high as previously reported. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: this supplemental is being sent to correct information that was submitted previously. The following information was not reported: the meter involved with this complaint has not yet been returned to lifescan for product analysis evaluation. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow up #1. Performance testing with blood was performed on the retain test strips. The retain test strips failed the performance testing with blood and were found to be biased high at 300mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch verio2 meter was reading inaccurately. The customer care advocate (cca) tried to contact the patient with follow up questions from medical surveillance but was unable to reach the patient. The patient alleged that the product issue began on (B)(6) 2015. The patient reported obtaining blood glucose readings of ¿268, 121, 104, 116, 268 and 300 mg/dl¿ on the subject meter. It is unknown when these readings were obtained; the cca was unable to obtain further information. The patient does not currently take any medication to manage their diabetes. The patient reported developing symptoms of ¿nausea, headache, vomiting, feeling like someone was stabbing them with a knife and felt like crap¿. It is unknown when the patient developed these symptoms and it was unclear if these symptoms were related to a severe blood glucose excursion or if they were due to another illness. The patient did not report any medical treatment for these symptoms. The patient also reported an issue where the meter incorrectly identified a blood sample as control solution and an unknown meter message related to ¿not enough blood¿. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury after the alleged issue began.